Event description:
It was reported that two of the leads were already going "kaput" and she has only had it for 1 year. The patient doesn¿t know why, she hasn¿t fallen and nothing has happened. The patient spoke with her healthcare provide and was told that one was dead and one was very iffy. She found this out 2 days ago at hcp's (healthcare provider) office. She was supposed to meet with the doctor 2 days ago but he was called into the hospital so she had to meet with his assistant. She said one was shot completely and the other one was very iffy. She raised it up one notch but doesn¿t feel any kind of a tingling or nothing. She spoke with the nurse this morning and she said if it was working for you then "I don¿t want to do it now". She stopped feeling stimulation sensation a couple months/3 months ago. The neurostimulator was helping some, but very little, she was down to 20 minutes going to bathroom at night prior to implant, now the patient can sometimes hold it for an hour, half hour, sometimes 45 minutes and that¿s about it. She was happy to get some relief. The patient reported it decreased a little over time, but "really can¿t tell you what exactly when stating sometimes it¿s more often and sometimes it¿s a little bit apart. The patient will go to the bathroom before leaving home, and can¿t even take the elevator upstairs and has to run downstairs to the bathroom at her hcp's office when she arrives. Maybe a month after implant, they had to "test it" and she said that one leads was not working already, but not to worry about because you don¿t need 4. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09gwt, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3889-28, lot# va09gwt, implanted: (B)(6) 2014, product type: lead. (B)(4).